Event description:
It was reported that the patient presented to clinic with pacemaker syndrome and the pacemaker was at elective replacement indications. Premature battery depletion is suspected on the pacemaker. The pacemaker was removed and replaced. No further patient complications have been reported as a result of this event.

Event description:
Asku.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary (B)(4) battery - high impedance.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. Performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance. High battery impedance, triggering eri. Battery voltage - battery depletion indicated/eri. Eri due to high battery impedance logged on (B)(6) 2011, prior to explant. Ramware version 8 installed on (B)(6) 2011.